Manufacturer narrative:
(B)(6). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that one of the tubes of an opt316 optiflow junior infant nasal cannula was detached from the swivel grip tube joint during use on a patient. The healthcare facility further reported that the cannula was in use for less than 24 hours before the reported event occurred. It was further reported that there was an alarm by the f&p airvo device. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Method: the subject device, opt316 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, previous investigations and our knowledge of our product. Results: visual inspection of the subject device could not confirm the reported compliant. Our investigation could not find any fault with the return device. Conclusion: we could not confirm the reported failure as no fault could be found with the returned device. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in brazil reported via a fisher & paykel healthcare (f&p) field representative that one of the tubes of an opt316 optiflow junior infant nasal cannula was detached from the swivel grip tube joint during use on a patient. The healthcare facility further reported that the cannula was in use for less than 24 hours before the reported event occurred. It was further reported that there was an alarm by the f&p airvo device. There was no reported patient consequence.